Event description:
Consumer reported her vision is great and she sees 20/20. However, there is a shadow, a tear-like reflection caused by light entering into the outer portion of her eye following intraocular lens (iol) implant surgery of the left eye. She also reported a water-like reflection in the outer corner of the eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints for this lot. This report was mailed to the FDA on: 9/14/2007. Additional information was requested on 08/17/2007 by phone; on 08/20/2007 by mail and by fax where a questionnaire was sent to the surgeon. The questionnaire has not been returned.